Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The user's blood glucose (bg) level ranged from 80 mg/dl to 240 mg/dl. A follow up on (B)(6) 2017 confirmed that the user changed all the supplies on (B)(6) 2017 and resumed insulin delivery.